Event description:
We have received reports in regard to the bd insyte autoguard needles not retracting. The FDA issued a recall, and we have identified an impacted ref# that was not included in the recall. Various reports that the needle did not retract fully and health providers were struck. The needle used in the most recent incident was lot: 5267705, manufactured on 9/1/2025; ref: 382533